Event description:
During the procedure, it was reported that onyx refluxed on the catheter and the catheter tip became stuck in the onyx cast in the right aca (anterior cerebral artery). Upon removal of the catheter, the distal tip broke off and remained in the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00695.

Manufacturer narrative:
The onyx will not be returned for evaluation as they were consumed in the event. There were 6 vials of onyx 18 and 6 vials of onyx 34. (B)(4).